Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. A leak test was performed and found an opening on the radius side and delamination. A microscopic analysis was performed which identified two striated edge openings on the radius side, consistent with the use of a surgical tool, and delamination of the diaphragm valve. Based on the device analysis, the final assessment is two striated edge openings on the radius side due to surgical damage, and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.